Event description:
It was reported when using the bd pyxis¿ medstation¿ es half-height drawer had multiple read/write failures. The customer stated that the issue occurred when a customer was trying to pull medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in this incident, it was found that drawer on the main station was not being detected on the bus and was experiencing read and write errors. A field service engineer powered down the station and replaced the retractor band for the drawer. After rebooting the station, the fse accessed the operating system desktop, ensured the firewall was turned off, and used the hardware testing application to evaluate the drawer¿s functionality. The fse reset the pockets and connections, and cleared any trash or debris from the drawer. The customer was then able to log into the user application and successfully test the drawer. The fse recovered off pockets and inventory pockets, confirming that all functionality tests had passed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es half-height drawer had multiple read/write failures. The customer stated that the issue occurred when a customer was trying to pull medication. There were no adverse events or injuries reported based on this incident.